Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ( service code 102) has been confirmed. Upon investigation the monitor intermittently failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. In addition, there was physical damage to the monitor enclosure which prevented incoming functionality testing from being completed. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Further root cause investigation being documented under car-1495. The root cause into the physical damage is physical abuse. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/26/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient was receiving a service code 102.